Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported the leads moved oct 2022 - pt stated this has been confirmed by the hcp pt stated that therapy wasn't very effective as a result of the leads moving - pt stated he just stopped using therapy because it wasn't doing anything. Pt stated now the hcp is talking about revising the ins and leads. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977a260, lot# serial# (B)(4), implanted: (B)(6) 2020, and product type: lead. Product ID: 977a260, lot# serial# (B)(4), implanted: (B)(6) 2020, and product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 21-aug-2024, and UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 21-aug-2024, and UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturing representative (rep) indicated the patient was having a revision surgery due to lead m igration. During the procedure, once the ins was disconnected from the leads, the hcp noticed the patient's pbo2 decrease to 96% and then 92%. Patient was coughing - hcp noticed thick brown secretions coming from patient¿s mouth. Patient was under conscious sedation with nasal cannula. Anesthesia hco expressed concerns about airway. Patient started coughing. Anesthesia hcp had to do a jaw thrust to keep airway open. Physician closed incision with staples and patient was positioned on stretcher. Anesthesia hcp continued to ensure patient¿s airway and thick, dark secretions removed from airway and mouth by the hcp. The patient was transported to hospital. The hcp believes patient ate prior to procedure. Current preop instructions from office was that the patient was not to eat by mouth for 12 hours prior to procedure. Patient had stated he ate nothing from now since midnight on (B)(6). The hcp stated does not believe complication had to with the device. Hcp states once patient medically stable they will need to remove leads for infection prevention reasons.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)2020 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)2020 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.